Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the revision occurred on (B)(6) 2018-. The hospital had the explanted device. The revision resolved the stimulation coverage. The rep said they were not ableto determine the cause of the lack of stimulation. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain and spinal pain. It was reported that new percutaneous leads were being placed due to inadequate stim coverage with the current surgical lead. The rep wanted to review ways of capping the existing lead as they were not going to remove it. It was reviewed that there is not any caps or boots for leads. It was mentioned the ins was being changed as well.